Event description:
The event involved a clave¿ neutral connector where the customer reported that some units, not all from the same box, developed cracks when connected to the syringe. No medications were administered during the use of the products, and the products were neither reprocessed nor re-sterilized prior to use. The event occurred during patient use, when the syringe was inserted in the connector; there was no harm reported as a consequence of this event.

Manufacturer narrative:
The customer returned a couple of photos for evaluation which showed a crack on the blue body, when a syringe is connected, the item and lot information were shown. No additional damage or anomalies are observed. Two (2) used. List #011-c3300, clave¿ neutral connector and two (2) new. List #unknown, 5ml and 2ml syringes were returned for evaluation. As received an unknown residual, a visible crack and crazing marks around the claves were confirmed. The returned claves were tested as procedure and no leak was confirmed. The male luer taper of the returned syringes met the product specification. Complaints of cracks can be confirmed. The probable cause is due to environmental stress during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.